Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the hospital for a routine follow-up, the right ventricular was revised to address detection of non-sustained noise oversensing. The noise had led to inadequate fibrillation detection. No shocks were delivered. The cause of the noise is unknown. The lead was capped and replaced. The patient condition is good before and after the procedure.